Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure in 2021 and suture was used. During the procedure, the needle is sticking out of the un-opened package. Staff was poked by the exposed needle, but it did not puncture through the skin. Another like device was used to continue with the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code m8557 was received for evaluation. Hole in the overwrap packet defect could be observed on the sample. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the overwrap packet and straight pack folder caused by the tip needle.the hole in the overwrap package and incorrect needle park defects have been correlated to the manufacturing process. According to the procedures is a critical defect and a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.